Event description:
It was reported that mold was seen in the bd luer-lok¿ sterile, single use syringe after drawing up medication. The following information was provided by the initial reporter: "customer reported 7/25 at 0700, crna saw mold in 5cc syringe after pulling up meds."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31-aug-2023. Investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection, a brownish fibrous particulate was observed in the fluid path. The foreign matter is most likely cardboard and non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that mold was seen in the bd luer-lok¿ sterile, single use syringe after drawing up medication. The following information was provided by the initial reporter: "customer reported 7/25 at 0700, crna saw mold in 5cc syringe after pulling up meds."